Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak during bolus. Customer's blood glucose at time of incident was 520 mg/dl. The customer was unable to tell the location of the leak, thinks it must be out the back end. The customer found insulin in reservoir compartment but not under. Customer stated nothing looks bad on the reservoir. Customer was advised to return reservoir and transfer guard. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 520 mg/dl.